Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: e1: the initial reporter's complete facility address was not provided. The product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. Visual inspection reveled that the anchor is broken, the broken piece returned was still attached to the inserter. The broken piece could be disassembled. The rest of the device does not show structural anomalies. The broken anchor shows partial parts of it impregnated of biological matter. The rest of the broken fragments were not returned. The overall complaint was confirmed as the observed condition of the 4.5 healix advance br w/ocord would contribute to the complained device issue.¿ based on the investigation findings and since the broken anchor was still attached to the inserter, the potential root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; the anchor could have been inserted incompletely and consequently it was not seated and it was pulled out along with the device, also axial misalignment may occurred and caused the anchor fracture. As per IFU-100191 incomplete insertion or poor bone quality may result in anchor pullout. Inserting the awl or drill to less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the sales rep in china that during a rotator cuff repair procedure on (B)(6) 2024, it was observed that the 4.5 healix advance br anchor with orthocord device could not detach anchor and shaft. During in-house engineering evaluation, it was determined that the anchor was broken. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.